Event description:
A pt who was implanted with perigee graft states that she was hospitalized for severe abdominal pains. After 3 days, she was sent home and was told to see her regular doctor, which began a series of cat scans, blood tests, upper and lower gi's, cystoscopy, antibiotics and other medications that did not improve her condition. In 2009 the mesh was removed and had some relief. Pt claims the mesh eroded into her organs and has suffered from mental trauma and anxiety.